Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was a high out of range shock impedance measurement of greater than 200 ohms. It was noted that the impedance measurement had been stable, increased and then had a significant decrease to the 40 ohm range. Technical services discussed possible causes and testing options with the field representative. Two days later another high out of range shock impedance measurement of greater than 200 ohms occurred. Technical services again advised bringing the patient into the office for further testing including isometrics and possible defibrillation threshold (dft) testing. At this time the implantable cardioverter defibrillator (ICD) and another manufacturer's rv lead remain in service and no adverse patient effects were reported.